Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that he tried filling the reservoir about 3 days ago. Customer had an error code. Customer has tried to fill the reservoir 4 times, but he keeps getting the alarms. Customer stated that the insulin is squirting out during the manual prime process. Customer was advised to discontinue use of the pump. Customer also mentioned that the dome label sticker is missing and the belt clip has been broken. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. No a33 alarm noted during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).